Manufacturer narrative:
Updated block: concomitant medical products.

Manufacturer narrative:
Updated block: h3. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the issue. It was observed that the batteries charged properly to 18 ampere hours/52 minutes as intended. The pst noted that the issue was not a failure as in this minimum configuration, the heart lung machine (hlm) and central control monitor (ccm) will typically draw greater than two amps of current. If the system does not at least draw 1.75 amps, it will send the log over voltage code 13 fault and store the measured current draw value. The system will also display ¿batteries cannot be charged-full backup may not be available¿ and the charger will be disabled till reboot. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The user facility's biomedical technician checked the voltage and it tested fine. Per the perfusionist, the message went away once the ok icon was selected. The field service representative (fsr) replaced the power manager board and performed release testing. The unit operated to the manufacturer's specifications. The suspected part was sent back to the manufacturer for further evaluation. Per data log analysis, on (B)(6) 2019 at power up the power manager reports "supply voltage failure 12" (ID_battery_circuit_fail vbat = 26.580v), followed by "supply voltage failure 13" (ID_battery_power_fail max startup current = 58 ma). This will disable the battery charger and display the message "battery cannot be charged" as reported. This only happens one time in the log including two power ups after the issue occurred.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a "battery cannot be charged-full back up may not be available" error message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.